Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 2 mm x 90 mm tension band pin (part number 30-0168, batch 517962a) was examined visually under magnification. The fracture surface had a slight conic shape, and it broke at the neck where the tension band pin is intended to break during the final placement of the pin. The pin's missing tail was measured, and the length was found to be 0.729 inches. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery while the surgeon was implanting the 2 mm x 90 mm tension band pin, the surgeon tried to adjust the position of the pin when the pin broke. All the broken pieces were removed from the patient. The surgery was completed with another pin after a 30-minute delay. There were no adverse patient consequences reported.